Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a (pci) percutaneous coronary intervention, the stent was stuck in the y connector when the physician pulled back the stent. It was retracted on the balloon. Additional information indicated that after the event, neither the stent nor the delivery system was damaged. Once the stent was stuck, no additional steps were needed to remove the stent from the y connector, and the y connector was fully open to allow the removal of the device. No further information was available.